Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. The patient was on anticoagulant treatment, and thus, was prone to bleeding. The patient also has a significant history of vascular surgeries with prior infections. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On (B)(6) 2015, the following information was reported to kci: the patient was admitted due to bleeding from the right groin wound, and was currently in the operating room. On (B)(6) 2015, the following information was reported to kci: the nurse is unsure if v.a.c. Therapy caused the bleed. The physician performed an axillary bypass, and the patient received 290cc's of blood. The patient outcome was noted as "great, patient is up and walking a bit." On (B)(6) 2015, kci received the physician's operative note dated (B)(6) 2015 which reported the following: the preoperative diagnosis was noted as femoral artery pseudoaneurysm and a right axillary-profunda femoral bypass graft was performed. "A CT [computerized tomography] was obtained and demonstrated a pseudoaneurysm at the patch angioplasty and her right common femoral artery consistent with an infected arterial system... In short, they gained hemostasis of the right groin wound by ligating the external iliac artery as well as oversewing the common femoral artery. The infected groin wound was washed out and packed and excluded." On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.